Manufacturer narrative:
The patient's previous brain hemorrhage was reported under MFR # 2916596-2022-12842. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the ventricular assist device (vad) coordinator received a call from the patient's wife who stated that the patient was in their local emergency department facility with nausea and vomiting. The patient was noted to have had a previous craniotomy due to a brain hemorrhage, which caused them to suffer from seizures, and as a result of the seizures they would experience nausea and vomiting. The patient was given ativan for seizure activity. The local hospital completed a sepsis work up as well and the patient received intravenous (IV) antibiotics prior to leaving their facility. The patient was stable when being transferred via emergency medical services (ems) to their primary hospital. The vad coordinator then received a call from the provider who stated that the patient had gone into cardiac arrest during ems transport and was being rerouted to another medical center. Upon arrival the patient was in critical condition. The patient's wife contacted the vad coordinator to report that they were already intubated and they were placing a central line. A follow up phone call revealed that patient's lactic acid level was very high and it did not appear that they would have a good outcome in the current situation. The patient did have low flow alarms post arrest but this was due to low output state. The patient passed away shortly after all care was withdrawn on (B)(6) 2022. The device was functioning as intended prior to the cardiac arrest.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of cardiac arrest and sepsis could not be conclusively determined through this evaluation. There were no reports of device dysfunction or alarm issues. The device was noted to be operating as intended and was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, "introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including sepsis. Section 6 of the IFU, ¿patient care and management¿, provides care instructions in reference to preventing infection. Additionally, this document provides suggested responses in the event of infection. Furthermore, the heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections. No further information was provided. The manufacturer is closing the file on this event.